Event description:
Philips received a complaint by the customer on the v60 indicating that the display had lines in it. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The investigation is ongoing.

Manufacturer narrative:
H10 the field service engineer replaced user interface pcba to lcd rp cable and the lcd assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. H11 updated contact information and contact office entity.